Event description:
Upon insertion of resectoscope into the bladder, it was noticed by the doctor performing the current procedure that a small tip of a resectoscope sheath was in the bladder. The tip was identified as a retained foreign body and was believed to be from a previous procedure. The tip was removed from the bladder during the current procedure without complications.when the resectoscope in question was next set to be used, it was noted that a tip of the sheath was missing from the device in question. The tip that was removed from the patient's bladder was matched to the resectoscope sheath. This confirmed that the tip had broken off during the procedure at issue, and was not from a previous procedure as initially thought.